Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had electrical code 51 failure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, component codes). A getinge field service technician (fst) performed repair on the unit. Replaced motor control board to resolve the failure and as per customer request installed 5000hr kit on unit, this was not part of the original issue. Performed functional/safety testing per manufacture recommendations all systems passed returned unit back to customer.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, b6, b7, d5, d10, e2, e3, e4, g2, h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service technician (fst) performed repair on the unit. Replaced motor control board and installed 5000hr kit on unit. Performed functional/safety testing per manufacture recommendations all systems passed returned unit back to customer.

Event description:
It was reported that during preventive maintenance the cs300 intra aortic balloon pump (iabp) had electrical code 51 failure. There was no patient involvement or adverse event reported.